Event description:
Pt had a routine chest x-ray about a week before the removal date 1/9/97, which revealed that the device had sheared. The internist reported it to the surgeon the day before the explantation. Surgeon scheduled her for surgery immediately. Pt is doing well now.